Event description:
It was reported that the customer received a button error alarm on his insulin pump when he was preparing to deliver a bolus. The customer was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 112 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent express bolus and act button response due to flattened button dome switch. No button error alarm occurred during testing. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, scratched reservoir tube window, and stained end cap sticker.